Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she started to feel nauseated. Her cgm value was 198 mg/dl with two arrows pointing down. She started eating but felt increasingly worse. She checked her bg which was 430 mg/dl. The patient went to the emergency department and was treated with fluids and insulin via intravenous (IV) therapy. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.